Event description:
While doing surgery, the lip broke off in the patient's ear. The physician did retrieve the part. Additionally, account stated that the physician was using the house-paparella curettes to curette the patient's ear when the end broke off. He had to retrieve the broken piece with forceps. The physician lumed the curette around and continued to curette the patient's ear with the opposite end of the curette, but that end broke off as well. The physician retrieved the broken piece with forceps and completed the case with another curette without incident. The account further stated that the curette will be returned to cardinal for evaluation and the requested patient's information will be placed in the box with the curette.